Event description:
Pt was hospitalized with fever of 104 and chills. Pt had lesions of the head. Lifesite was explanted as physicians were uncertain as to whether the skin lesions on the pt's head contaminated the lifesite or vice versa.